Event description:
Cautery device on vasoview hemopro 2 did not cauterize effectively. Cable connections were checked, reusable cables were swapped out, then entire disposable unit swapped. New device worked properly with same reusable cable.